Event description:
It was reported that the geometry movement was not functioning on the azurion 7 m12 device. No patient harm or injury was alleged. It in unknown if the complaint device was in use at the time of the event. The device was restarted multiple times to return the device back to functionality. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. A philips remote service engineer (rse) inspected the system remotely ad confirmed that the geo ipc was not switching on. Rse instructed customer to restart the system. Customer found the geometry pc was not switched on. Rse instructed user to switch off the system fully and then switch on. After switch on the system was returned to good working condition.the codes were updated based on the investigation outcome.health impact code was corrected.